Event description:
A potential problem in the wash station blind well, where deterioration of the well was observed. The deterioration is believed to be due to prolonged exposure to the probe cleaning solution. In these cases, the lab's practice was to run the waste tube cleaning diagnostic at the end of the day, and not immediately follow the procedure with assay testing, as prescribed in the procedure. On the effected systems, the wash well blind hole was observed to be deformed or broken. The well wall had become brittle and contact by the probe resulted in damage. The symptoms associated with a damaged well would include poor precision, probe splashing and increased sample or reagent carryover. The practice of using probe cleaning solution in the wash station has been discontinued by notification via technical bulletin. An alternate, less caustic material will be used in the future.